Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had heavy vibration. Therefore, the reported condition that the device was not functioning properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had heavy vibration, cutter kickback, the collet was not functioning, and the locking components were damaged. It was noted that the attachment device had too much free play, the cutter was able to rotate a quarter turn before the drive shaft of the attachment started to rotate. The fault turned out to be in the collet. It was further determined that the device failed pretest for thimble lock operation and vibration. It was noted in the service order that the device did not function properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.